Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the peritonitis was undetermined.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag (doses and frequencies were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On the (B)(6) 2011, the patient was hospitalized for the peritonitis and a peritoneal effluent analysis and culture were performed. On an unknown date, the patient began remedial therapy with reflin (1gm) and fortum (1gm). It was unknown if the dianeal therapy was ongoing. On an unreported date in 2011, the event of peritonitis was considered resolved and the remedial treatment which included fortum 1g and reflin 1g was discontinued. The nurse believed that the peritonitis was not related to the dianeal therapy.